Event description:
The user facility reported that upon placing the tr band, the band would not hold air and was self-deflating. The case was radial access left heart catheterization (lhc). Manual pressure was held. There was no patient injury reported and no blood loss. Additional information was received on 16may2024: there was 18ml's of air injected into the tr band as per protocol. A 6 fr sheath was used in the access site. There was no noticeable damage to the device prior to use. The patient was stable.

Manufacturer narrative:
A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: inventory specialist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d4 UDI, to update section h3, and to provide the completed investigation results. One tr band, inflator and packaging were returned to terumo medical corporation for assessment. The sample was subject to visual analysis. There are no damage or deformities on the band or inflator. 0ml of air was left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found the complaint can be confirmed for air leakage issues. The cause is foreign matter in the check valve. The operations quality engineer was notified about this issue and a nonconformance report (nc) was initiated. The nonconformance report will contain root cause analysis and corrective actions. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).